Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.00/2.5/101 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was explanted due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient related factor, patient was worried about low arch and strongly requested the lens removal.

Manufacturer narrative:
Device evaluation: dimensional inspection found the lens to be within specifications. (B)(4).